Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. Visual examination of the connector noted no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant of the device, interrogation showed a grey bar. The device was thought to have early battery depletion and was not used. No patient complications have been reported as a result of this event.